Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display, and a battery out limit alarm. Blood glucose at the time of incident was 250mg/dl. The customer states they he had a battery out limit a couple times a day. The customer changed the batteries, but the alarm reoccurred. The customer was advised, if the alarm occurs during normal use, it may indicate a loose battery cap. The customer was sent a replacement battery cap. Troubleshooting was not able to resolve the issue. The customer called back inquiring about the battery cap he was supposed to received. The customer then stated he is experiencing a blank display due to pump not working. The customer the customer was able to turn pump on temporarily, to deliver himself a bolus. The device will be returned for analysis.